Event description:
An impella 5.5 device was inserted via the right axillary/subclavian artery in a 60-year-old male patient as an escalation of therapy from an impella cp for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was scai stage e shock. The impella 5.5 was subsequently explanted. Two days following explant, the patient underwent magnetic resonance imaging (MRI) of the brain due to persistent altered mental status and failure to follow commands. Imaging demonstrated a small left medial parietal subdural hematoma, with no definite evidence of anoxic brain injury. The finding was consistent with an intracranial hemorrhage (barc type 3c). No neurosurgical intervention was required, and the event was managed conservatively with close monitoring in the intensive care unit. Based on the available information, the subdural hematoma was identified after impella 5.5 explant.

Manufacturer narrative:
A1 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.